Manufacturer narrative:
(B)(4). No related complaint was received with the return of the device. Failure event observed during analysis. Final analysis an insulation abrasion breaching the outer insulation and exposing the outer coil at 17.3 cm to 18.8 cm from the distal tip. Abrasion are consistent with constant friction to another device of feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.